Manufacturer narrative:
The device was received from the field with battery voltage above elective replacement indicator level. Analysis of device image indicated autocapture setting was enabled which allowed for the device to adjust to accommodate the patient¿s pacing need. This can result in fluctuations in battery longevity estimations. Further analysis confirmed battery voltage was above elective replacement indicator level. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. The field complaint of battery longevity overestimation was not confirmed.

Event description:
It was reported that the patient presented for in clinic follow up with the pulse generator exhibiting near the elective replacement indicator. Six months prior the battery longevity was displayed to be much greater. The discrepancy was attributed a diagnostic anomaly that caused an overestimation of battery longevity. The generator was urgently replaced. There were no patient consequences.